Manufacturer narrative:
Device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device powered off and on without user input. Service evaluation verified the device powered off then back on. Evaluation observed the device powers off then back on by itself due to depressed battery contact pins, caused by external influence. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device powered off and on without user input. No additional information is available.